Manufacturer narrative:
Concomitant medical products according : item: regen/rnglc+ solid 54mm sz 23 z 23 catalog #: pt-104054 lot #: 315600; item: avenir muller stem 5 lateral catalog #: 01.06010.105 lot #: 2910948; item: arcomxl 32mm rlc lnr mrom sz23 23 catalog #: xl-105933 lot #: 672900. UDI # (B)(4). The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. An e-mail requesting the following additional information was sent on (B)(6) 2018 to the appropriate representatives. Surgical reports. All available x-rays during time in- vivo with printed date. All available intraoperative pictures. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., (B)(4) reference number (B)(4).

Event description:
It was reported that a patient was implanted with biolox delta, ceramic femoral head, s, 32/-3.5, taper 12/14 on an unknown side. Subsequently, approximately one month post implantation the patient underwent revision surgery due to instability and dislocation.

Manufacturer narrative:
Concomitant medical products: item: regen/rnglc+ solid 54mm sz 23 z 23 catalog #: pt-104054 lot #: 315600, item: avenir muller stem 5 lateral catalog #: 01.06010.105 lot #: 2910948, item: arcomxl 32mm rlc lnr mrom sz23 23 catalog #: xl-105933 lot #: 672900. DHR-review: ref:00-8775-032-01 ; lot: 2916713 - yield:100 - delivered:100 the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: dislocation / instability event description: it was reported that a patient underwent an initial hip procedure on august 01, 2018. Subsequently, the patient was revised due to instability and dislocation on august 18, 2018. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents are provided due to patient privacy. Further, patient data will not be provided due to patient privacy policy. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Hospital sent devices to pathology. Hospital will not release devices for return. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion summary: based on the provided information, the lack of medical documentation and the unavailability of the product for investigation this complaint could not be confirmed. Neither the device nor photos of the device were received; therefore the condition of the biolox head is unknown. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. In conclusion, based on the lack of information and the unavailability of medical documentation no in-depth analysis could be performed, due to which no specific root cause was identified. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). Note: this is a split case with zimmer inc., warsaw reference number (B)(4).

Event description:
Investigation results are now available.